Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving fentanyl 1000mcg/ml at 500mcg/day, clonidine 40mcg/ml at 20mcg/day, and bupivacaine 25mg/ml at 12.5mg/day via an implanted pump. Indication for use was noted as spinal pain. It was reported that the patient had a laminectomy 7-8 weeks prior to (B)(6) 2016. It seemed to go well and no issues were noted. The patient started getting fluid build up where catheter inserts into the spine. The fluid build up started a couple weeks ago. The patient was seen and the site was drained a week later but the fluid returned. The symptoms occurred gradually. A dye study and a myelogram was done but no issues were found at the time. The surgeon scheduled a decompression and pulled the patient into the procedure room at the last minute. When they got into the procedure they found right at insertion site of the catheter there was a cute and the catheter was leaking. The issue was diagnosed via an surgical exploration. The healthcare provider (hcp) revised the area where the cut was located. They now have an inch in the middle of the catheter that was empty. Reviewed why they should not prime, discussed the possible break in therapy. The revision was completed and the patient seemed to be doing fine. The representative questioned if the laminectomy could have caused the fluid leak so much later. It was reviewed, that it was possible but it could not be confirmed on what caused the cut.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.